Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding the foam packaging being stuck to the inner blister tyvek lid involving a primary tritanium hemi cluster hole cup 56mm was reported. The event was confirmed. Method & results: -device evaluation and results: visual evaluation of the returned device packaging confirmed that inner blister tyvek lid was attached to the top layer of packaging foam from the void-filling and heat sealing process. -medical records received and evaluation: not performed as no patient information was provided for review. -device history review: a device history review indicated that all devices that were accepted into final stock conformed to specification. -complaint history review: a complaint history review indicated that there have been no similar events for the reported lot. Conclusions: the investigation concluded that foam packaging being stuck to the inner blister tyvek lid of a primary tritanium hemi cluster hole cup 56mm was caused by a known packaging issue. The raised foam during the sealing operation allowed for excessive contact of the sealing tool with the inner lidstock and packaging foam resulting in sealing or melting of the lidstock to the foam. It is related to a void-filling approach to sterile product packaging. Packaging innovation is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
Inner packaging lid stuck to outer packaging lid when nurse opened outer blister lid.

Event description:
Inner packaging lid stuck to outer packaging lid when nurse opened outer blister lid.